Manufacturer narrative:
The insulin pump was monitored for 24 hours with a 3.0 basal rate. No shut off, display anomaly or blank display was noted. All operating currents were normal. No unexpected low battery or off no power alarm was noted. The insulin pump was received with a cracked bottom right side by the display window corner.

Event description:
It was reported by the customer that their insulin pump was alarming battery out limit and a blank display. Customer stated they received a new battery cap and inserted new batteries but the display did not return. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 110 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico mfg site has been assigned a medwatch number from the medtronic minimed (B)(4) .